Event description:
The hosp reported the pt was perforated during a procedure. The procedure was aborted and the pt was transferred to ICU where x-rays noted free-air in the colon. The hosp did not disclose the medical intervention taken to repair the perforation, only that the pt expired sometime later. The hosp reported the pt was in the late stages of cancer, and was prone to perforation. The hosp could not directly link the pt's deteriorating condition and subsequent death to the perforation or preexisting medical condition of the pt.